Manufacturer narrative:
Conclusion: the device history record for the valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. High gradients increase over time and are typically related to patient factors such as, but not limited to, thrombus formation, calcification, patient pressures, and/or anatomical lvot obstruction. In this case, it was reported that echocardiography was performed which showed significant calcification on the bioprosthetic aortic valve, which likely contributed to the increased gradient measurements noted. Although a conclusive root cause to the calcification could not be determined, these are known potential failure modes for bioprosthetic valves and largely dependent on patient condition. This event does not indicate device misuse or malfunction. Section h.2.6: evaluation code - method and results hav3 been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, eight months, fourteen days following the implant of this transcatheter bioprosthetic valve, an echocardiogram noted an acceptable gradient across the aortic valve. One year, ten months, twenty-nine days later, it was noted that the patient had elevated aortic valve and mitral valve gradients. Two months and twenty-nine days later, the patient presented with significant native mitral valve calcification with a gradient of 40 mm hg. A transesophageal echocardiography was performed which also showed significant calcification on the bioprosthetic aortic valve. One day later, the decision was made to explant the valve which was performed without issue; the native aortic root was preserved and a full aortic root replacement was not required. A 23 mm non-medtronic bioprosthetic valve was implanted in the aortic position. No additional adverse patient effects were reported.